Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the sheath was scraped off at a position of about 20 mm from the tip. It is possible that the coil sheath was inserted into/ withdrawn from an excessive angulated endoscope. Therefore, the sheath was possibly contacting the inner parts of the endoscope causing it to deform. However, the exact cause could not be determined. Based on the investigation results, no nonconformances were found related to this complaint. No further escalation is required. The most probable cause of the complaint is was not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the aspiration needle's plastic of the sheath was lacerated. The issue occurred after a diagnostic endobronchial ultrasound procedure. There were no reports of patient harm.